Event description:
It was reported that the customer had differences in sensor glucose and blood glucose readings. Customer had a bone scan and her equipment was in the room but it was not worn. Customer stated that the pump might have been exposed to a high magnetic field more than once. Customer mentioned that she went to the hospital in the middle of july for non-diabetes related issues. No further assistance needed.

Manufacturer narrative:
Insulin pump was received with a constant failed battery test alarm after battery insertion due to faulty battery tube. The following tests were not able to be performed: the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system alarm test and the excessive no delivery test or test pump communication with the glucose sensor simulator/minilink transmitter, low alert alarm and the test blood glucose meter due to failed battery test alarm. There was no cosmetic damage noted. The motor was tested outside of the device and passed.